Event description:
The company received a report where it was claimed that the tube developed a cuff leak during pt use. The customer reported two occurrences of the reported deficiency on one pt. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number # 124075 is not distributed in the u.s.; however, there is a device of essentially identical design distributed in the u.s. Please refer to the applicable 510k# k965132 for u.s. Distributed part. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from this investigation, a summary of the investigation results will be provided in a supplemental report.